Event description:
It was reported that a pt underwent a laparoscopic cholecystectomy procedure on (B)(6)2010. Prior to attaching the reservoir to the drain, the surgeon tested the reservoir and it did not inflate. Another like device was used with no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.